Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a report anomaly. Customer stated that she was at her clinic and the clinic stated that the pump shows that last week there was a 400 carb and 40 units delivered. Customer's blood glucose level was 3.9 mmol/l. Customer does not upload to carelink personal. Customer was advised to have the clinic cal medtronic. No add'l info provided.